Event description:
A caller reported a cartridge alarm occurring during the loading process of a device, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded a new cartridge independently without removing air from it and resumed insulin therapy, resolving the issue.